Manufacturer narrative:
No logs or device serial number was provided for analysis. A draeger clinical engineer reviewed the information available in this complaint and confirmed that the device performed as intended. The reported measurement exceeds the m540s measurement range. Per the infinity acute care system (iacs) instructions for use (IFU), the m540 stated upper range limit for etco2 trace is 0-99 mmhg, about 13kpa. The 16kpa and above value is out of the stated range and therefore cannot be displayed. If c02 alarms are on, the out-of-range co2alarm would display a medium priority alarm. The reported etco2 behavior of only a message displaying, indicates that etco2 alarms were not turned on. Since the logs from the event were not provided, they could not be reviewed to confirm if the co2 alarms were on. Configuring co2 alarms to be on would make the out-of-range condition more obvious to the user. Based on the information available, the device performed as designed.

Event description:
The following event was reported. On may 22nd, the reporter was called to a 5-year-old girl on pediatric critical care with a life-threatening asthma attack. She was severely obtunded with very high co2 and was requiring bag mask ventilation. The girl was intubated using the etco2 monitoring built into the infinity m540 block which was docked into the infinity screen. Following intubation, there was a normal co2 waveform for around 5 breaths which showed an elevated co2 which peaked over 16kpa. Once the etco2 exceeded 16 the trace disappeared, the axes were preserved but the trace appeared to flat line and there was no numerical output. The customer reported no alarm, only a small message on the screen stating that the value was out of range and that there was no trace, and that over the next 5 minutes, the trace would intermittently disappear and reappear as the etco2 hovered around 16, displaying when the value was just under and reappearing when the value was just under. No patient injury or adverse patient impact was reported.

Event description:
The following event was reported. On (B)(6) the reporter was called to a 5 year old girl on pediatric critical care with a life threatening asthma attack. She was severely obtunded with very high co2 and was requiring bag mask ventilation. The girl was intubated using the etco2 monitoring built into the infinity m540 block which was docked into the infinity screen. Following intubation, there was a normal co2 waveform for around 5 breaths which showed an elevated co2 which peaked over 16kpa. Once the etco2 exceeded 16 the trace disappeared, the axes were preserved but the trace appeared to flat line and there was no numerical output. The customer reported no alarm, only a small message on the screen stating that the value was out of range and that there was no trace, and that over the next 5 minutes, the trace would intermittently disappear and reappear as the etco2 hovered around 16, displaying when the value was just under and reappearing when the value was just under. No patient injury or adverse patient impact was reported.